Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72," "defib fault 76" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunctions were duplicated at zoll medical australia and attributed to the pace/defib engine board. The customer declined repair and the device was returned labeled as not certified for clinical use. Analysis of reports of this type has not identified an increase in trend.